Manufacturer narrative:
Evaluation of the returned device confirmed the unit has no audible alarm and was out of calibration. The user's manual instruct users to complete performance verification prior to each clinical application or at least once per month, whichever is soonest, to determining whether the sechrist millennium meets its design specifications. The procedure shall be performed by qualified technical personnel. If the sechrist millennium fails any facet of the verification procedure, the ventilator should be removed from use pending further evaluation and possible service. A review of the device history record (DHR) found no non-conformances that could have caused or contributed to the reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer reported there was no audio event during testing. No patient incident was reported.